Event description:
It was reported that the battery of the device prematurely depleted. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Upon receipt, the device was interrogated and the device was above elective replacement indicator (eri) voltage level when received. No battery performance alert (bpa) was detected during analysis. Additionally, a longevity calculation was performed and revealed the battery depletion was normal based on the device usage.